Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, crack opening, delamination crease fold, wear abrasion, brown particles. Leak test was performed and found opening on posterior and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identify crease smooth opening on and also identify delamination in the diaphragm valve. And crack opening based on the device analysis the final assessment is a crease smooth opening on posterior due to a fold flaw opening, delamination of the diaphragm valve assessed as adhesive failure, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "has dropped in volume and is not as firm". Healthcare professional reported deflation and implant malposition. Device was explanted.